Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: what is the lot number? This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 ¿g/m. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown orthopedic procedure on an unknown date and barbed suture was used. The fixation tab came off during use. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # ==>(B)(4) date sent to the FDA: 05/24/2022 h6 component code: g07002 - no device problem found. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3 h3 investigation summary: visual analysis of the returned sample determined that an empty winding former, and a needle-suture piece of product code sxpp1a301 were received for evaluation, the swage and attachment area were noted to be as expected, body fluids and damage were noted in some barbs and the suture end was cut appears to be by use of the surgical instrument. The section of the fixation tab was not received for evaluation. The condition of the sample received indicates improper handling of the device. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records couldn't be reviewed as the batch number is unknown. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. ¿ trade name - irgacare® ¿ active ingredient(s) ¿ triclosan ¿ dosage form ¿ suture/solid/parenteral ¿ strength ¿ = 2360 ¿g/m